Event description:
A malfunction alarm occurred, and the pump needed replacement. It was unclear if the issue caused the customer's blood glucose level to exceed 500 mg/dl, as this information was either unknown or not provided. The customer was instructed to use multiple daily injections (mdi) as a backup insulin therapy and to return the problematic pump with a pre-paid shipping label.